Event description:
The dialysis nurse reported that the home patient's transfer set had become separated from his titanium adapter. No patient injury or medical intervention was reported.

Manufacturer narrative:
Sample availability is unknown at this time. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.